Event description:
While using an aligner (clear plastic tray designed to move teeth to correct malocclusion) a pt inadvertently pulled out a tooth when removing the pt's aligner. The pt had just had a planned tooth extraction and was told by the pt's oral surgeon to insert the pt's aligner immediately after the extraction. (Align advises orthodontists that the aligner not be worn for at least 2 weeks after extraction.) Upon removal of the aligner the pt pulled out the tooth adjacent to the extraction site while still under the influence of pain medication. The pt returned to the oral surgeon who wired the tooth back in place. Align will send an advisory notice reminding orthodontists of the two week recommendation to allow for the extraction site to heal prior to wearing the aligner.